Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.

Event description:
Patient report of alleged mesh obstruction/erosion/explant/infection/fistula/adhesions with multiple medical and surgical interventions which include endoscopic and open procedures, IV antibiotic therapy, wound vac sponge treatment, tube feedings and gyn procedures. Patient alleges her physicians attribute these events as a result of the mesh that failed. Patient is doing well now: (B)(6) 2001 - mesh implanted during gastric bypass surgery. On (B)(6) 2005 - upper gi endoscopy for anemia, dysphagia, and emesis. Test findings were stenosis of previous anastomosis site and ulceration. Patient feels this is beginning of the mesh erosion. Patient also diagnosed with iron deficiency anemia, had iron transfusions. Pt reports she had to have gyn procedures for the anemia; a tubal and ablation. Unable to have any more children. On (B)(6) 2007 - patient went to see surgeon with frequent (almost daily) reports of dysphagia and vomiting. On (B)(6) 2007 - endoscopy procedure which showed obstruction of surgical material in the lumen and marginal ulcer with obstruction of the surgical material (mesh). On (B)(6) 2007 - endoscopy procedure done with attempted removal of mesh. Pt reports the physicians could not remove the mesh endoscopically due to the complication and erosion of the mesh. Open procedure scheduled. On (B)(6) 2008 - open mesh explant performed, pt reports surgical findings as gastric outlet obstruction because of eroded mesh placed around the patch (eroded causing obstruction). On (B)(6) 2008 - emergency surgery for fistula, infection, gastro-jejunal leak wound left open, vac sponge wound healing system placed. Post-operative period - pt underwent home care which included wound care dressing treatments, tube feedings and IV antibiotics. Pt now reports burning sensation in incision area and questions if she...